Event description:
Healthcare professional reported after injection in the tear trough and mid-face with juvederm voluma xc and with juvederm volift with lidocaine lower lips, the pt experienced mild bruising. Two and a half months later the pt developed "painful and firm red lumps in and adjacent to areas treated. "It was noted that this may be possible signs of biofilm. Four days later it was noted by another healthcare professional that the pt had "cold sores" on their lips. Pt was treated with "prednisolone, augmentin duo forte, ciprofloxacin, loratidine and acyclovir."

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of infection, erythema, pain, edema, nodule and ecchymosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.